Event description:
It was reported to target that the microcatheter was initially used with contrast dye and performed well. After positioning the catheter in the nidus of avm, a 20% nbca-lipiodol (glue) was injected and near total embolization attained. However, glue leaked out of the catheter and filled also m1 segment. The pt developed middle cerebral artery infarct and hemiplegia. The product is held by the physician and can not be seen. Through a follow-up with the physician by a co rep on 5/30/00 the MFR was informed that the pt has hemiplegia and dysphasia. The prognosis is that pt will recover partially with poor outcome.